Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The reported problem (response button non-functional) was confirmed. Upon investigation, the response buttons were not able to activate the monitor. The rear response button metallic center dome was damaged, causing the response button failure. Additionally, the monitor was unable to communicate with a belt and displayed a service code 204 (belt/ monitor unusable). The belt receptacle was pulled from the case, damaging the wires in the monitor. The root cause for the intermittent response button could not be positively identified; and the root cause for the damaged receptacle was excessive force. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor response buttons were non functional.